Event description:
The MFR's rep reported that the device system was explanted after an implant duration of 4 mos. The device was removed due to diagnosis of transverse myelitis after radiologic assessment revealed no granuloma. The pt is experiencing diplegic paralysis. A f/u report will be sent if add'l info becomes available.